Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to wear and tear. See attached for supplier evaluation.

Event description:
On 10/12/2021, it was reported by a sales representative via sems that while using an ar-6480 dualwave arthroscopy fluid management device, the inflow roller stopped moving and the pressure stopped working. This was discovered during use with no impact to the patient.